Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right middle meningeal artery (mma) using a swiftpac coil (swiftpac), a midway 43 delivery catheter (midway 43), a non-penumbra microcatheter, and a guidewire. During the procedure, while retracting the swiftpac to reposition it, the swiftpac unintentionally detached partially in the midway 43 and partially in the target vessel. The swiftpac pusher assembly and microcatheter were removed. The physician attempted to remove the detached embolization coil using a non-penumbra stent and it fractured. It was reported that a segment of the fractured embolization coil was removed using the stent and the remaining segment was pushed into the target vessel using a guidewire (0.035). The procedure ended at this point. There was no report of an adverse effect to the patient.